Event description:
A caller reported experiencing a cartridge alarm issue with their pump, which resulted in an unspecified high blood glucose reading. The customer addressed this by administering a corrective bolus using the pump and did not require third-party assistance. There was no adverse impact to the customer's blood glucose level. Technical support confirmed this was not related to the load process and noted previous cartridge alarm reports with consecutive cartridges. As a resolution, technical support arranged to send a replacement pump and provided instructions for storing and returning the faulty pump to avoid further charges. The customer was advised on connecting their continuous glucose monitor to the new pump and informed about upcoming software updates.